Manufacturer narrative:
Product complaint # (B)(4). H-3 additional evaluation summary: we received fifty-two unopened samples of product code 8556, lot mmh916. During the visual inspection, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the samples received, no pull off suture needle was found, and the tested samples met the finished goods requirements

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown cardiac procedure on (B)(6) 2019 and suture was used. The needle broke away from suture during use. There were no patient consequences were reported.